Event description:
Boston scientific received information that this right ventricular (rv) lead and device had previously displayed an increase in pacing and shocking impedances. Recently, the shock impedance rose to greater than 125 ohms. All other lead diagnostics were noted to be normal. The patient was to continued to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating the out of range shock impedance measurements were still occurring. The caller confirmed that defibrillation threshold (dft) testing was performed last year. A boston scientific technical services consultant discussed further trouble shooting with the caller who will talk to the patient's physician. No additional adverse patient effects were reported.